Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump keypad buttons are not responsive and the pump is not working. Customer's blood glucose was unknown at the time of incident. Troubleshooting requested that the customer provide the serial number of the pump but the customer did not have this information. The customer indicated that they would call back when they have the serial number to continue troubleshooting. No further information was provided.